Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that bd insyte¿ autoguard¿ cateter i.v. 24g x 0.75¿ (0.7 x 19 mm) failed to retract and had needle through catheter. The following information was provided by the initial reporter: "when puncturing the venous access and activating the device, it did not activate, it stopped, it was possible to see on the skin that the "catheter wrinkled." D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2021. H.6. Imdrf annex a grid: a0510 retraction problem / a0504 leak/splash. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used, retracted unit and one photo. Visual inspection of the returned sample found that there was damage to the catheter tubing near the catheter tip. No other damage was noted on the components. Microscopic inspection was performed and found that the damage observed on the catheter tip was in the shape of v, which is indicative of a needle spear through. The defect of needle through catheter was confirmed. Based on the event description and the evidence of media found inside the barrel, it is unlikely that the spear through originated during the manufacturing process as the device would have been received with the needle piercing through the catheter tubing making a venipuncture attempt unlikely. A needle spear through may also occur in the user environment during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. This is the more likely scenario. Inspection of the sample did not find any damage or defects which would inhibit retraction. As the needle was returned retracted and the photo did not provide any further evidence, this defect could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 24g x 0.75¿ (0.7 x 19 mm) failed to retract and had needle through catheter. The following information was provided by the initial reporter: "when puncturing the venous access and activating the device, it did not activate, it stopped, it was possible to see on the skin that the "catheter wrinkled."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ cateter i.v. 24g x 0.75¿ (0.7 x 19 mm) failed to retract and had a damaged catheter tip. The following information was provided by the initial reporter: "when puncturing the venous access and activating the device, it did not activate, it stopped, it was possible to see on the skin that the "catheter wrinkled"."